Event description:
Customer reported loud popping noises. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and greased the candlestick connectors. System operates as intended.